Manufacturer narrative:
Reasonable attempts were made by lumenis to obtain information from the distributor about the user facility, the serial number of the device, and all relevant patient information, however, no information was received. The device has not been received by lumenis; therefore, no examination of the subject device has occurred. Should further information about the device or details about the treatment be obtained, a follow-up MDR will be filed.

Event description:
It was reported from a distributor that a patient sustained a burn of unknown severity following treatment with an m-22 laser.